Event description:
Complainant stated that while traversing through the yard, the chair stopped abruptly. The complainant was not wearing a positioning belt as recommended in the owner's manual which contributed to the complainant's ejection from the chair. The complainant stated that as a result of the incident, he received a head injury which required stitches.

Manufacturer narrative:
Complainant (dealer) stated that the end user was driving in rough terrain when the incident occurred. The dealer concluded that the cause of the event was contributed to a circuit breaker. The device was not made available for evaluation/investigation to determine possible root cause. Complainant states that the chair is working within specification and that no repairs to the chair were needed. Based on the events surrounding the event, the intermittent operation of the chair was contributed to a thrown breaker as a result of the rough terrain in which the chair was being operated. The corresponding DHR for the suspect product was reiviewed, and the device was manufactured according to approved specifications.